Event description:
Name of procedure being performed: laparoscopic colectomy detailed description of event: rep was not present for the case. While the surgeon was using the grasper they stated that the "lattice part" came unraveled. The pad stayed on the grasper and no parts of the pad fell into the patient. There was no patient injury. The case was completed with another grasper without issue. Product is available for return. Additional information was received via email on 27sep2021 from [name], account manager associate, applied medical: model number of device is c4120. Additional information was received via email on 30sep2021 from [name], account manager associate, applied medical: surgeon stated that they were "using the [brand] l hook while using the grasper and stated the l hook may have come in contact with the grasper causing the lattice mesh to unravel." Hospital misplaced or threw out the device, product no longer returning. Photo has been provided. Patient status: no patient injury. Type of intervention case was completed with another c4130.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photograph of the event unit was provided, confirming that the lattice was unraveled. Based on the description of the event, it is possible that the reported event was caused by the lattice coming in contact with the energy device during the procedure. However, the exact root cause of the unraveled lattice is unknown. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level..

Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: laparoscopic colectomy. Detailed description of event: rep was not present for the case. While the surgeon was using the grasper they stated that the "lattice part" came unraveled. The pad stayed on the grasper and no parts of the pad fell into the patient. There was no patient injury. The case was completed with another grasper without issue. Product is available for return. Additional information was received via email on 27sep2021 from [name], account manager associate, applied medical: model number of device is c4120. Additional information was received via email on 30sep2021 from [name], account manager associate, applied medical: surgeon stated that they were "using the [brand] l hook while using the grasper and stated the l hook may have come in contact with the grasper causing the lattice mesh to unravel." Hospital misplaced or threw out the device, product no longer returning. Photo has been provided. Patient status: no patient injury. Type of intervention case was completed with another c4130.